Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a cut at pink probe, no adhesive at the light guide bundle cover, peeling of the adhesive at the light guide lens and peeling of the adhesive at the objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a cut at pink probe, no adhesive at the light guide bundle cover, peeling of the adhesive at the light guide lens and peeling of the adhesive at the objective lens. There was no patient involvement.